Event description:
It was reported that pump screen was broken, with touchscreen described as unreadable and unresponsive even though pump started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Pump was planned to be returned to distributor and replacement pump was arranged, but no additional information was received regarding any further actions or outcome for customer.